Event description:
The manufacturer received information alleging a "ventilator service required" error code occurred and will be reported as a product problem. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "ventilator service required" error code occurred and will be reported as a product problem. There was no patient harm or injury reported with this notification. The device was not in patient use. The system board and power supply were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and power supply functioned as designed and operated without issue or error codes.